Manufacturer narrative:
This pacemaker remains in service. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker, after two months of implant, is only showing a longevity of 5.5 years. There is concern the battery is depleting earlier than expected. The device is programmed in ddr mode with 2.5 volts in both cavities. Pacing was programmed at 38 percent in the atrium and 99 percent in the ventricle. Technical services (ts) has been contacted to discuss the possible root cause. According to this device model, 5.5 years is the minimum expected longevity. Ts indicated a save to disk or memory download is necessary to provide an accurate longevity calculation for this device. A save to disk, however, was not be provided, so ts was not able to perform any further investigation. There were no adverse patient effects reported.